Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the rsmb staff. It was reported that the pt experienced diplopia due to surgery/anesthesia. The pt was hospitalized and a blood patch was performed. The pt continued to experienced intermittent diplopia when looked to far left, no further action was taken. The pt recovered without sequela. The pt was enrolled in the drug study for gabapentin at the time of the event.

Manufacturer narrative:
See scanned pages.